Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level (bg) was 151 mg/dl. The customer performed a system check and the occlusion appeared to be within the cartridge. After changing the pump supplies, insulin delivery was resumed and a bolus of insulin was delivered to address the bg level.